Event description:
It was reported that patient was in the ICU (intensive care unit) having seizures. They were trying to interrogate the pump via the programmer. There was no further information provided. Drug delivered via the device was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: it was later reported that the siezures were not related to the pump. However the cause of the event was not known.

Manufacturer narrative:
(B)(4).